Manufacturer narrative:
This report is submitted on nov 6, 2023.

Event description:
Per the clinic, the patient experienced intermittent connection with the device and electric shocks. Troubleshooting at the clinic did not resolve the issue and the clinic requested a cochlear specialist to verify the device function. Subsequently, the device was explanted on (B)(6) 2023. It is unknown if there are plans to reimplant the patient as of the date of this report.